Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient was having severe hypoglycemia on 16-may-2024. No further information available.